Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station entered disconnected mode on 05/26 at 17:01. The user informed that newly admitted patients were no longer being received on the station. Although the patients were present in the hospital information system, they were not appearing on the pyxis station. As a result, staff were unable to access newly admitted patient profiles for medication dispensing, caused a potential disruption to medication management and clinical workflow. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient synchronization issue occurred, and the station was in disconnected mode. A technical support specialist (tss) performed troubleshooting for data synchronization and confirmed that the station was not uploading data, with the last transaction queued locally and not processed by the server. The tss verified that the server synchronization service was running and reviewed for any upload issues, then restarted the station, noting that both synchronization services were active despite extended system uptime. The tss observed that disconnected mode was cleared after the restart, the error indicator was no longer present, and transactions began processing successfully. The tss monitored message flow to confirm that patient data was updating correctly and verified through activity reports that transactions were reaching the server. Further checks at the cabinet identified that certain patient records were affected due to inactivity exceeding station time settings and were not associated correctly with patient visit identification and medical record number. The system functioned as intended after technical support specialist troubleshot the device.